Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported obtaining signal errors on different samples. The sample in question was not flagged. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the bulk fluid reservoir and exchanged the base reservoir lid. The cse primed the fluidics and ran a system check, which passed. The cause of the discordant, falsely elevated ft4 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated free thyroxine (ft4) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physicians, who questioned it. The sample was repeated on an alternate instrument , resulting lower. The corrected result was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ft4 result.